Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was rapidly depleting. The customer declined further troubleshooting. Customer's blood glucose level at the time of the report was 96 mg/dl.